Event description:
During a right colectomy procedure, the device firing button did not run in normal way, so that the staples were malfunction. Hand sewing was used to complete the case. No pt consequence.